Event description:
The patient had to be rescanned due to bad image caused by a tube arc.

Manufacturer narrative:
The initial scan showed bad images, the issue was caused by a tube arc. The recommendation is to perform a full daily calibration, even when the scanner is not in use. Any additional information received on this incident will be reported in a follow-up MDR.